Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report an out-of-range-low (oorl) levofloxacin result (mic = 0.25) for pseudomonas aeruginosa in association with the vitek® 2 ast-n240 test kit. The customer stated there was not any adverse impact related to any patient's state of health. The qc isolate was not directly associated with any patient. Culture submittal was requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report an out-of-range-low (oorl) levofloxacin (lev) result (mic = 0.25) for pseudomonas aeruginosa in association with the vitek® 2 ast-n240 test kit. An internal biomérieux investigation was performed. This investigation was initiated for qc profile out of range low levofloxacin qc results with pseudomonas aeruginosa atcc 27853, on ast-n240 card : 0.25 instead of [0.5-4] expected. Levofloxacin/ vitek® 2 v7.01 testing included two (2) cards from three (3) different lots of ast-n240 cards : customer lots (cl1 640389710 and cl2 640371620), and a random lot (rl 640361420) with the customer strain and with the internal reference strain (r&d strain). For each strain tested, correct results on levofloxacin (mic =1mg/l) on the cl1, cl2 and rl were obtained. Therefore, the customer results were not reproduced. Qc testing was conform in-house (expected range 0.5-4). Cards performed as intended and no further action is required. All vitek® ast-n240 test kit lots met final qc release criteria. There were no issues observed with lev on initial qc performance testing.